Event description:
It was reported that during a da vinci prostatectomy procedure, the staff reportedly observed the instrument would not respond correctly and upon removal, a broken cable was noticed on the prograsp forceps instrument. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable was frayed at the distal idler. There was no damage found on the clevis. Failure analysis investigation also found indentation at the edge of the distal pulley with visible scratches on the surface. In addition, the distal end of the instrument's main tube had various scratch marks exhibiting light material removal with a rough surface finish. The scratches were short in length and not axially aligned with the tube. The cause of the damage was likely due to mishandling/misuse. There was no other damage found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the cable/main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.